Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and no anomalies were found.

Event description:
It was reported that there there was a "monster pause" in pacing. The device remains in use, and no patient complications have been reported as a result of this event.